Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct d5. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the no image was due to the partial disconnection of the cable. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (omsc) was informed via repair request that the customer camera head has a no image problem. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection could not confirm/reproduce the customer¿s reported issue. The inspection noted the cable unit was twisted. The cause of the reported issue could not be determined; however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.